Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to convert rhythm on the implantable cardioverter defibrillator (ICD). The physician elected to surgical intervention remedy the issue. The patient was in stable condition.